Event description:
During a para plans vitrectomy procedure using the machine, a core vitrectomy was performed without complication. Fluid was removed from the vitreous cavity. The device was turned on at 30 mmhg and the air replaced the fluid as the fluid was performed. Further into the procedure, it was noted that choroidal balloons were forming on the nasal side of the retina which had been totally uninvolved previously. The device continued to display 30 mmhg and down to 25 mmhg on demand and all connections were found to be intact. However, the choroidals were present and extended into the posterior pole and nasally all the way into the peripapillary area. In summary, he actual output pressure consistently displayed 30 mmhg, however, after about 20 minutes into the use of the device, it was noted that the top output in the operative field was less than the read out of the control. The end result was choroidal effusion on three sides. Retrospectfully, and upon investigation, it was determined that four separate similar events happened with the same machine since 7/5/96. During one of the procedure, the air filter and the connecting line had to be removed and replace with unfiltered tubing to reinstate aire pressure to the operativve site. Biomed checked the iop from output of suspected unit after the events and found the registering pressure on the mamometer to be consistent the pressure registering on the machine. The tubing, lot #s s0200 and s0264 were suspect and sequestered after this event. The peripherals used during this procedure were discarded before any correlation was made with the device and the tubing. The MFR made a site visit on 7/26/96 to perform a pm on the unit.